Event description:
It was reported to philips that intermittent imaging issues occurred with a reselect application message on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service sent logs for monitoring and confirmed the system was working fine. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).